Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: when received for analysis, the cuff was partially inflated as received. The cuff was fully deflated then inflated with 20cc of air; the air leaked out slowly even when applying pressure to the cuff [approximately 1 minute]. When compared to the assembly drawing: the cuff had a puncture that measured 0.01¿ which would have resulted in the reported malfunction. One of the electrode wires was bent. The location of the puncture corresponds to the end of the bent electrode wire which indicates the electrode wire caused the puncture; an abrasion next to the puncture on the inside of the cuff supports this hypothesis. In production the standard procedure is to inflate the cuff with a minimum of 20 cc of air and to check for leaks [while submerged in water] from any area of the cuff. Production steps would have detected the reported malfunction if it had occurred in manufacturing therefore manufacturing has been ruled out as a potential cause. There was no damage to the packaging that would result in the reported event. The puncture most likely occurred during over manipulation of the tube. Method: fluid pressure testing. Results: stress problem.

Event description:
It was reported that prior to the procedure, the anesthesiologist found that there was a leakage at the junction of the tube and balloon catheter. The device was not used on the patient, another device used in its place; there was no patient impact. Analysis found that the leak was small and most likely caused by one of the electrode wires which was bent.